Event description:
Customer reported a malfunction with the device, specifically a software error coded as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which the customer successfully performed without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which they acknowledged and understood.